Manufacturer narrative:
The blood glucose reading level provided with the initial medwatch report was incorrect. The correct reading levels have been provided with this report.

Event description:
It was reported that the customer's blood glucose was 29mg/dl.

Manufacturer narrative:
The reliability analysis inspected 3 random sealed reservoirs performed manual prime and high pressure test using a new lab infusion set along with pump. The pump was run in priming. All reservoirs passed per inspection no leakage anomaly were observed during analysis. The o-rings and or stopper groove was checked for defects and none were found. All reservoirs connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their reservoir. It was reported that the customer's blood glucose level was 26mg/dl. No further information provided.